Event description:
Dr was dilating aortic valve. Following dilation, physician noticed the balloon had completely separated from the catheter when he was removing catheter. Balloon separated at the proximal and distal bond. Pt was sent to the or and the balloon was retrieved from the innominate artery.